Manufacturer narrative:
Hologic molecular application specialist (mas) stated that the user had samples that were close to the level of detection. Mas had a discussion with the customer about the protocol and results. Technical support (ts) stated that there was no issue with the calibration of the assays. Customer confirmed that the panther has been validated internally and fully agree with the mas's explanations. Problem did not reoccur; no further issues were reported.

Event description:
Customer complains there was a calibration issue on the newly installed panther plus instrument sn (B)(4). Customer ran a known negative sars-cov-2 samples on the new instrument and the sample came out positive. The samples were then retested again on a different panther and were negative.